Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received errors on her insulin pump. The customer's blood glucose was 211 mg/dl. The customer believed that there was a delivery anomaly in that the insulin pump did not deliver insulin to the customer despite the insulin pump saying it did deliver. The customer further believed that the insulin pump was under-delivering insulin. Troubleshooting was done. The customer's insulin pump passed the displacement test. The customer also received a low battery alert. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Advised to monitor blood glucose levels until the replacement insulin pump arrived. Nothing further reported.